Event description:
International customer reports that an air leak was observed upon initial activation of the device. The device was taken out of service and replaced. No adverse patient consequences were reported.

Manufacturer narrative:
Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.